Event description:
Md unable to withdraw balloon over guide wire. Guide wire and balloon removed from pt as a unit. "Shirring" and crinkling of balloon occurred once balloon and guide wire removed from pt.